Event description:
The customer reported that there was a pin in on the therapy port of the device. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.